Event description:
Philips received a complaint by the customer on the v60, indicating that there was a cooling fan issue. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that there was a cooling fan issue. It was confirmed that there was a cooling fan issue. The customer then inquired a third-party to clean the cooling fan and the reported issue was confirmed to be resolved. The customer inquired a third-party to clean the cooling fan to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).